Event description:
The facility reported a colleague infusion pump with a failure code of 543:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 543:320:654:0000 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to user error. The main batteries and battery harness were replaced to correct this condition. Failure code 543:320:654:0000 indicates a possible battery condition (battery charge level indicator).